Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The field service engineer (fse) verified system checks noted all results had passed. The system met published performance specifications. No system issues were noted. The fse noted the customer had changed centrifuges and suggested that the customer increase the speed to obtain the same relative centrifugal force (rcf) as previous ones. The instrument was in normal operation. A definitive cause of the event is unknown. This medwatch report is related to MDR 2122870-2013-00640.

Event description:
The customer reported elevated troponin I (access accutni) results, within the risk stratification range, for two patients, involving the access accutni assay used in conjunction with the access 2 immunoassay system and access accutni calibrator. The erroneous results were released out of the laboratory and questioned by the physician. The customer is not aware of any patient impact or change in patient treatment. There has been no report of patient injury associated with this event. Subsequent analyses of the patients¿ samples, on the same instrument and in duplicates, recovered lower results within the normal reference range. The customer stated quality control (qc) had been within specifications. No qc issues were noted. The patients¿ samples were collected in becton dickinson (bd) lithium heparin tubes and centrifuged at 3,700 rpm (rotations per minute) for 10 minutes or at 5,000 rpm for 5 minutes. Samples were analyzed in the primary tubes. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. This is report one of two referencing the patient on the event date noted.